Event description:
The user facility reported that after a completed cycle when an employee proceeded to place an s40 cup in the cup well to initiate a new processing cycle, water splashed onto her face and neck. The employee went to the eye wash station and flushed her eyes. The employee then went to the user facility's prompt care department where her eyes were irrigated and her face washed. The employee was then sent to an eye center for an examination and was given eye drops. The user facility reported the employee returned to work and has no sustaining injuries.

Manufacturer narrative:
A steris service technician went on-site to inspect the system 1e processor and found a very small amount of water in the cup well. The tray was found to be in good condition and there was no evidence of clumping in the cup well or screen. The technician ran test cycles which evidenced passing results. The technician found the drain hose to the user facility's wall drain was too long, which resulted in a temporary air lock condition of the drain hose caused by partial or full submersion of the end of the drain hose in water located in the facility's wall drain pipe. This does not permit rinse water to fully drain from the 1e processor after the previously completed cycle. The technician stated that the system 1e processor was moved slightly on the countertop where the system 1e is located by user facility personnel and this may have contributed to the temporary lock condition. The technician shortened the drain hose and returned the unit to service; no further issues have been reported with the equipment. The employee was not wearing proper personal protective equipment during the time of the reported event. The operator manual states (3-3), "it is recommended that appropriate eye protection be worn to protect the eyes from potential contact in the event of a splash". Steris is scheduled to review proper ppe guidelines with the user facility on (B)(4), 2012.